Manufacturer narrative:
The customer's baton and monitor were received and tested by verathon technical services. The reported image issues could not be confirmed. The baton was connected to the monitor and was powered on, the video image was normal during testing. Additional routine servicing activities were performed, and the baton and monitor were returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, intermittently, the monitor would show either a snowy background, or an image with lines going through it. During that time, there was no picture from the camera. A delay in the procedure of approximately 15 minutes occurred as a back-up avl monitor was obtained. No harm to patient or user was reported.